Event description:
The customer has stated that they have had a enterprise 9000 bed performed an uncommanded movement of the backrest on four separate occasions.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, (B)(4) on behalf of the manufacturer arjohuntleigh medical beds division. (B)(4). This report is being filed under exemption (B)(4) by arjohuntleigh (registration #(B)(4)) on behalf of the manufacturer arjohuntleigh, a branch of arjo (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.